Event description:
Hcp reported the pt goes through severe withdrawal if the pump is not filled 3 days early. Pt vomits blood, has a fever, chills, is diaphoretic, and is generally very ill. Pt's programmer has always been accurate and pt's residuals match. Pt generally gets a bolus and stays in the clinic until the vomiting subsides. The hcp has never recommended the pump be replaced. Usually within 24 - 36 hrs, the pt is back to normal. Pt is on very high doses of medication supplemented with oral pain medication.